Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. No patient complications nor injuries reported.